Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 61-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical status consistent with scai shock stage b, was supported with an impella cp device. During impella cp support, the patient experienced a rapid decrease in hemoglobin from 13 g/dl to 8 g/dl. The patient received one unit of red blood cells, which increased the hemoglobin level to 9.2 g/dl and it remained stable thereafter. A CT scan was performed to evaluate for a possible bleed related to the impella device, which was negative for bleeding. Pump position was verified and confirmed to be appropriate by echocardiography. Systemic vascular resistance was reported as normal with adequate preload. Renal function remained stable and urine was described as yellow. Based on the information available, low hemoglobin and hemolysis was reported during impella cp support; however, adequate pump position was confirmed by imaging, no bleeding source or organ damage was identified, and a causal relationship between the device and the patient¿s hemolysis and decreased hemoglobin could not be determined. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.